Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the cartridge change error was ultimately cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.